Event description:
The customer contact reported that the patient received more medication than intended. The pump was programmed at 10:10am in the pca mode only to deliver demerol 10mg/ml with a 25mg loading dose, a 5mg pca dose, a 10 minute patient lockout, a 25mg 1 hour limit, and a 300ml container size. At an unspecified time prior to the loading dose being delivered, the patient was given a 25mg dose of demerol IV push. At 10:35am, the nurse noted that the patient was "lethargic, difficult to arouse, and had oxygen saturations below 90%." The nurse inserted an oral airway and began manually ventilating the patient with an ambu bag. At 10:45am, manual ventilation was stopped, and the pt was started on oxygen by mask. The customer contact reported that initially the cause of the patient's symptoms was unknown; however, at an unspecified time, the nurse noted the bag of demerol was "almost empty" and the display indicated that 250ml was delivered. The patient was treated with narcan 0.1mg at 11:05am and at 1:20pm. The device was removed from clinical service at an unspecified time. The patient was monitored in the post-anesthesia care unit for 6 hours, and was then transferred to an inpatient bed. The patient "fully recovered". There were no reported adverse pt sequelae. Though requested, no additional information was provided.